Event description:
The customer reported that after 45 minutes of use, the knife blade would not retract. The knife was reported as being extended outside of the jaws. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.